Event description:
It was reported that a plumset experienced a chemotherapy drug leak of an unknown medication. There was no patient harm reported. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
The device is not available for further inspection. No additional information is available.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. The device history review (DHR) was conducted and no non-conformities were found that would have led to the reported complaint.